Event description:
During a stent procedure in the vascular lab a short procedure extended unexpectedly to 3 hours in duration. The physician involved felt the under body blanket failed to keep the patient warm. The patient's temperature dropped to 94 degrees during the case and the patient became bradycardic. Reportedly it took an hour in pacu with full body blanket for the patient's temp to reach normothermia.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.